Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the setup involving a custom tubing pack, the white spongy foam holding the tubing fell into the sterile clam shell, rendering the pack unsterile. This issue was typically observed after priming the circuit and necessitated changing to another new sterile table line, potentially delaying the procedure. The event highlighted a quality issue with inconsistent securing of the tubing in the tubing holder and a taping issue. The device was replaced. There was no patient involved.